Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es (B)(6) user requested assistance to review hardware logs to determine why mini main drawers 1.4, 1.5 and 1.7 opened multiple compartments for multiple patients and displayed two vials, even though only one vial was requested. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.